Event description:
The reporter stated that the surgeon was using a single piece collamer lens in a super funnel cartridge and the slit in the tip of the cartridge split and tore the lens during insertion. The incision was enlarged to remove the lens. Another lens was attempted with another cartridge and the same thing occurred however, the second lens was undamaged as it went into the eye, a suture was used to close the incision.

Manufacturer narrative:
A visual inspection of the returned product shows the optic & a plate haptic is torn off in half. There is clear surgical residue on the lens. A cartridge was received and visual inspection shows the cartridge tip is split. It should be noted that the injector was not returned. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.